Event description:
It was reported that after a new implantable cardioverter defibrillator was implanted, the atrial lead impedance jumped from 650 ohms to greater than 2000 ohms. Loss of atrial capture was also noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.